Manufacturer narrative:
Additional information : one sample was received for evaluation. A visual inspection with naked eye noted a broken occluder feet. The reported issue was verified. The direct cause of the event was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set was damaged; further described as ¿breakage at solution end" (not further specified). This was identified by the patient at home prior to treatment. When the patient found the issue, the patient did not proceed with the therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.